Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
The string wasn't properly attached and [I could not remove it]. [Device breakage] [the string wasn't properly attached] and I could not remove it. [Foreign body in reproductive tract] case narrative: on (B)(6) 2022, a spontaneous canadian report was received from a consumer regarding a female or unreported age who was using playtex sport (unscented) tampons with odorshield (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the consumer started use of playtex sport (unscented) tampons with odorshield. On (B)(6)2022 in the morning, after inserting the product, the tampon string was not properly attached and had completely pulled out so the consumer could not remove the tampon. She went to the ER (emergency room) and waited for 4 hours which was bad to have to go during covid. The doctor used an instrument to open the cervix and remove the tampon. As of (B)(6) 2022, the status of product use was not reported and the consumer had lost all confidence in using tampons in general. No additional information was provided.

Event description:
On 04-feb-2022, a spontaneous canadian report was received from a consumer regarding a female or unreported age who was using playtex sport (unscented) tampons with odorshield (tampon, menstrual, unscented). On 19-jul-2022, additional information was received from a consumer, and based on the information received an unspecified iud (intrauterine device) was added as a co-suspect. On 28-jul-2022, additional information was received from a consumer. Medical history and concomitant products were not reported. On an unspecified date, the consumer started use of playtex sport (unscented) tampons with odorshield. On (B)(6) 2022 in the morning, after inserting the product, the tampon string was not properly attached and had completely pulled out so the consumer could not remove the tampon. She went to the ER (emergency room) and waited for 4 hours which was bad to have to go during covid. The doctor used an instrument to open the cervix and remove the tampon. As of (B)(6) 2022, the status of product use was not reported and the consumer had lost all confidence in using tampons in general. No additional information was provided. On (B)(6) 2022, it was learned that medical history included iud insertion on (B)(6) 2020 that should have been okay for 5 years and it took a little while for the iud to get into the right place (reported as according to the doctors and follow up ultrasounds). She had not required any medical intervention after the initial insertion. Additionally, on (B)(6) 2021, she had an ultrasound that showed the iud was fine. On (B)(6) 2022, when she was trying to remove her tampon, it did not seem to have the usual resistance. Rather, the string easily unraveled from the actual tampon. When the patient was in the ER, the doctor advised her to monitor for infection, which luckily did not occur. On unspecified dates in 2022, after the removal of the tampon, she had some irregularities with her cycle, clarified as increased pain during and in the days preceding her menstrual cycle and irregular spotting (especially noticed in (B)(6) 2022). On (B)(6) 2022 (also reported as a while later relative to (B)(6) 2022), she believed the incident and removal of the tampon contributed to her unspecified iud (intrauterine device) becoming dislodged. On an unreported date in 2022, her iud was out (not reported if it had fallen out or was removed). On (B)(6) 2022, she had an appointment with her general practitioner who referred her to a specialist for another iud insertion. On (B)(6) 2022, she had an ultrasound to ensure everything was alright before going ahead with the next iud. She could not prove the two incidents were related, but she wanted it noted for the record. She felt this was not only incredibly inconvenient but harmful to her health. As of (B)(6) 2022, the statuses of increased pain and spotting were not reported. She was awaiting the results of the ultrasound. No additional information was provided.

Event description:
On 04-feb-2022, a spontaneous canadian report was received from a consumer regarding a female or unreported age who was using playtex sport (unscented) tampons with odorshield (tampon, menstrual, unscented). On 19-jul-2022, additional information was received from a consumer, and based on the information received an unspecified iud (intrauterine device) was added as a co-suspect. On 28-jul-2022, additional information was received from a consumer. On 06-sep-2022, it was discovered that the report submitted to health canada on 16-aug-2022 was incorrectly marked as an update report instead of a final report, and as such, a corrected copy is being sent to health canada as a final report. Additionally, on 06-sep-2022, the reporter's contact information and additional investigation information were documented on reports sent to health canada and the FDA. Medical history and concomitant products were not reported. On an unspecified date, the consumer started use of playtex sport (unscented) tampons with odorshield. On (B)(6) 2022 in the morning, after inserting the product, the tampon string was not properly attached and had completely pulled out so the consumer could not remove the tampon. She went to the ER (emergency room) and waited for 4 hours which was bad to have to go during covid. The doctor used an instrument to open the cervix and remove the tampon. As of 04-feb-2022, the status of product use was not reported and the consumer had lost all confidence in using tampons in general. No additional information was provided. On 19-jul-2022, it was learned that medical history included iud insertion on (B)(6) 2020 that should have been okay for 5 years and it took a little while for the iud to get into the right place (reported as according to the doctors and follow up ultrasounds). She had not required any medical intervention after the initial insertion. Additionally, on (B)(6) 2021, she had an ultrasound that showed the iud was fine. On (B)(6) 2022, when she was trying to remove her tampon, it did not seem to have the usual resistance. Rather, the string easily unraveled from the actual tampon. When the patient was in the ER, the doctor advised her to monitor for infection, which luckily did not occur. On unspecified dates in 2022, after the removal of the tampon, she had some irregularities with her cycle, clarified as increased pain during and in the days preceding her menstrual cycle and irregular spotting (especially noticed in (B)(6) 2022). On 03-jun-2022 (also reported as a while later relative to (B)(6) 2022), she believed the incident and removal of the tampon contributed to her unspecified iud (intrauterine device) becoming dislodged. On an unreported date in 2022, her iud was out (not reported if it had fallen out or was removed). On (B)(6) 2022, she had an appointment with her general practitioner who referred her to a specialist for another iud insertion. On (B)(6)2022, she had an ultrasound to ensure everything was alright before going ahead with the next iud. She could not prove the two incidents were related, but she wanted it noted for the record. She felt this was not only incredibly inconvenient but harmful to her health. As of 28-jul-2022, the statuses of increased pain and spotting were not reported. She was awaiting the results of the ultrasound. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
The string wasn't properly attached and [I could not remove it]. [Device breakage]. [The string wasn't properly attached] and I could not remove it. [Foreign body in reproductive tract] . This incident and the removal contributed to her iud became dislodged a little while longer [device dislocation]. Increased pain [during and] in the days preceding my menstrual cycle [premenstrual pain] . Increased pain during [and in the days preceding] my menstrual cycle [dysmenorrhoea]. Irregular spotting [vaginal haemorrhage]. Blood pressure 142/90 (h) [blood pressure increased]. Abdominal cramping [abdominal pain]. Case narrative: on (B)(6) 2022, a spontaneous canadian report was received from a consumer regarding a female or unreported age who was using playtex sport (unscented) tampons with odorshield (tampon, menstrual, unscented). On 19-jul-2022, additional information was received from a consumer, and based on the information received an unspecified iud (intrauterine device) was added as a co-suspect. On 28-jul-2022, additional information was received from a consumer. On (B)(6) 2022, it was discovered that the report submitted to health canada on (B)(6) 2022 was incorrectly marked as an update report instead of a final report, and as such, a corrected copy is being sent to health canada as a final report. Additionally, on 06-sep-2022, the reporter¿s contact information and additional investigation information were documented on reports sent to health canada and the FDA. On 26-jan-2023, additional information was received from medical records. Medical history and concomitant products were not reported. On an unspecified date, the consumer started use of playtex sport (unscented) tampons with odorshield. On (B)(6) 2022 in the morning, after inserting the product, the tampon string was not properly attached and had completely pulled out so the consumer could not remove the tampon. She went to the ER (emergency room) and waited for 4 hours which was bad to have to go during covid. The doctor used an instrument to open the cervix and remove the tampon. As of (B)(6) 2022, the status of product use was not reported and the consumer had lost all confidence in using tampons in general. No additional information was provided. On (B)(6) 2022, it was learned that medical history included iud insertion on (B)(6) 2020 that should have been okay for 5 years and it took a little while for the iud to get into the right place (reported as according to the doctors and follow up ultrasounds). She had not required any medical intervention after the initial insertion. Additionally, on (B)(6) 2021, she had an ultrasound that showed the iud was fine. On (B)(6) 2022, when she was trying to remove her tampon, it did not seem to have the usual resistance. Rather, the string easily unraveled from the actual tampon. When the patient was in the ER, the doctor advised her to monitor for infection, which luckily did not occur. On unspecified dates in 2022, after the removal of the tampon, she had some irregularities with her cycle, clarified as increased pain during and in the days preceding her menstrual cycle and irregular spotting (especially noticed in (B)(6) 2022). On (B)(6) 2022 (also reported as a while later relative to (B)(6) 2022), she believed the incident and removal of the tampon contributed to her unspecified iud (intrauterine device) becoming dislodged. On an unreported date in 2022, her iud was out (not reported if it had fallen out or was removed). On (B)(6) 2022, she had an appointment with her general practitioner who referred her to a specialist for another iud insertion. On (B)(6) 2022, she had an ultrasound to ensure everything was alright before going ahead with the next iud. She could not prove the two incidents were related, but she wanted it noted for the record. She felt this was not only incredibly inconvenient but harmful to her health. As of (B)(6) 2022, the statuses of increased pain and spotting were not reported. She was awaiting the results of the ultrasound. No additional information was provided. On (B)(6) 2023, it was learned that, on (B)(6) 2022, the consumer placed a tampon at approximately 9 pm. On (B)(6) 2023, she went to remove it in the morning and the string came out without the main body, and she was unable to retrieve it manually. Subsequently, on (B)(6) 2023, the consumer presented to the emergency department for removal of vaginal foreign body. She was on day 2 of her cycle. Systemically, she was feeling well. The consumer had no fever, vaginal discharge, abdominal pain, or rash. She was healthy with no medical issues and had an iud. She experienced abdominal cramping, but noted it was not new. With a nursing chaperone, a speculum pelvic examination was conducted, and the intact tampon body was retrieved from the posterior cul-de-sac. There was no discharge or purulence. There was no foul odor. The vagina appeared normal with no collections. Additionally, at 06:33, the patient's blood pressure was high at 142/90 (unit not provided, reference range 100/70-140/100). At 09:40, the patient's blood pressure had recovered at 120/70. The consumer was feeling well and she was discharged on (B)(6) 2023. No additional information was provided.